Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the field. At this time no further information is available and records currently indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating this lead was capped and successfully replaced. The physician reported the lead appeared to be fractured at the pacing cathode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.